Event description:
It was reported that the device had dead pixels in display. There was no patient involvement.

Manufacturer narrative:
Additional in h3, h6. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. A review of the device history record showed the device had a manufacture date of 02/05/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had dead pixels in display. There was no patient involvement.